Event description:
It was reported that this left bundle branch (lbb) lead exhibited oversensing. Technical services (ts) reviewed and stated the signals seem to be ectopy, however at this time the nature could not be determined. Ts provided troubleshooting options as well. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.